Manufacturer narrative:
General reagents' issues were excluded as no further cases were reported and correct reruns were performed with the same reagents. It was noted that the cell rinse tube was used and, therefore, the field service engineer replaced it. The root cause was due to a service maintenance issue. The service actions (replacing the cell rinse tube) resolved the issue.

Manufacturer narrative:
The calcium and gamma-gt reagents' lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with a calcium assay and a gamma-gt assay on a cobas 6000 c501 module. Calcium: initial result: 0.8 (accompanied by a data flag). Repeat result: 86.3. Gamma-gt: initial result: 3.0 (accompanied by a data flag). Repeat result: 92.0. The units of measurement were not provided.